Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and experienced episodes of inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The shocks delivered exhausted the device therapy and the patient was receiving medication at the emergency department which lowered their heart rate. No additional adverse patient effects were reported.